Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0207153465, implanted: (B)(6) 2013, product type: lead. Product ID 388928, lot# 0207655919, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer, via the manufacturer representative, reported they were having pain in the device pocket and itching in the implant area. The patient had received the result of an allergy test the week prior and it was noted the patient had a nickel allergy. The patient was scheduled for explant on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.